Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was more than 80 units of insulin in the cartridge. The customer planned to load a new cartridge to resolve the issue but declined troubleshooting further with tandem technical support. There was no adverse impact to the customer's blood glucose level.

Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was more than 80 units of insulin in the cartridge. The customer planned to load a new cartridge to resolve the issue but declined troubleshooting further with tandem technical support. Customer¿s blood glucose level was 380 mg/dl.